Event description:
Small continuous leak at the arterial luer to dialyzr connection. The leak followed the blood line down to the chair, then ran down the side of the chair to the floor underneath. Estimated blood loss is 4 pints. Pt complained of feeling tired. Hematocrit dropped 6 points. Pt was given a transfusion.